Event description:
It was reported that the patient had a high BG of 290 mg/dl on (b)(6)2026 after 4 hours due to pump had some type of error and the patient was treated with manual injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 8021545.